Manufacturer narrative:
Device evaluation summary: the guidewire did not return. A 0.014 inch guidewire was backloaded through the tip of the device, and advanced proximally through the guidewire entry port with no resistance noted. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 26th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Image review: the image provided shows a resolute onyx 2.75mm*26mm shelf carton. The lot number on the shelf carton corresponds with the lot number reported in gch. There is no other information relating to the reported complaint in the image. Additional information: vessel treated: lcx om the lesion was pre-dilated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary, drug eluting stent was used to treat a moderate calcified, mild tortuosity lesion. The device was inspected with no issues noted. The device was not kinked and restraightened. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that the stent did not cross the calcified lesion and was stuck during withdrawal to the guide wire and guiding catheter. It was also reported that the stent was crushed after pulling it out of the catheter. The patient is alive with no injury.